Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusions set fell off during use event on (B)(6) 2024. Tap was applied over the insertion set. IV prep was used as adhesive aide. Insertion area was cleaned, air -dried and free from hair. Infusion set has been used for 12 hours. The blood glucose level was 180mg/dl. Insertion area was cleaned, air-dried and free from hair. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.